Event description:
Boston scientific received information that the patient implanted with this pacemaker had tingling sensation across the chest. Moreover, the pacemaker would occasionally stand up on end. The physician then repositioned the pacemaker sub-muscularly. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction is created to correct the supplemental 01 in field b2: outcomes attrib to adv event.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had tingling sensation across the chest. Moreover, the pacemaker would occasionally stand up on end. The physician then repositioned the pacemaker sub-muscularly. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This supplemental correction is created to correct the supplemental 01 in field b2: outcomes attrib to adv event. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had tingling sensation across the chest. Moreover, the pacemaker would occasionally stand up on end. The physician then repositioned the pacemaker sub-muscularly. This pacemaker remains in service. No additional adverse patient effects were reported. Additional information received indicated that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker had tingling sensation across the chest. Moreover, the pacemaker would occasionally stand up on end. The physician then repositioned the pacemaker sub-muscularly. This pacemaker remains in service. No additional adverse patient effects were reported.